Manufacturer narrative:
Visual inspection of the lead identified dried bodily fluid in the lead lumen and on the terminal pin. The conductor coils were deformed in many areas of the lead. The lead was put through and failed electrical continuity testing. The polyurethane tubing was puckered approximately 243-253 mm from the terminal pin. This appeared to be the suture sleeve tie down site. The inner insulation is worn/torn approximately 267-268mm from the terminal pin. Additionally, the conductor coils were fractured approximately 267-268mm from the terminal pin and the lead's polyurethane appeared bent in this area. It was concluded that the clinical allegation of lead fracture was confirmed by xray and continuity testing. This fracture appears to be just distal of the suture sleeve tie down area.

Event description:
Boston scientific received information from an implant form that this device was taken out-of-service (oos). The patient was presented to the electrophysiology (ep) laboratory for a lead revision procedure. The left ventricular (lv) lead was extracted due to conductor fracture. The physician elected to replace the device because the lv ring set screw was not operating properly. Subsequently, boston scientific received information from the local representative that the lv port of the replacement device had been plugged due to the unsuccessful multiple attempts to implant transvenous lv leads due to patient condition. The patient was then presented to the operating room and an epicardial lv lead was successfully implanted.